Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a death. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that five months and eleven days post an index procedure completion using a drug-coated balloon catheter for target lesion stenosis in the left upper arm basilic vein, the subject had an adverse event of death of unknown cause. The primary cause of death was unknown. Reportedly, the death was not related to study device, procedure, and arteriovenous access circuit.

Event description:
It was reported through the results of a clinical trial that approximately five months and eleven days post index procedure completion using a drug-coated balloon catheter for target lesion stenosis in the left upper arm basilic vein, the subject had an adverse event of death of unknown cause. The primary cause of death was unknown. Reportedly, the relationship of the death with the study device, procedure, and arteriovenous access circuit were not related.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.